Event description:
Boston scientific received information that this patient had been feeling dizzy and came in for a regular check. The caller noticed that the patient had ventricular tachycardia (vt) stored events that were all noise. The oversensed noise resulting in greater than two seconds of pacing inhibition for this pacemaker dependent patient. Further evaluation revealed the lead safety switch (lss) had been triggered due to pacing impedance measurements greater than 2500 ohms and the lead was now programmed to unipolar configuration. A boston scientific technical services consultant discussed further lead troubleshooting should be performed. The following day, a revision procedure was performed and the system was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.